Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597.

Event description:
It was reported that a balloon rupture occurred. The target lesion, exhibiting 80% stenosis, was located within a moderately tortuous and moderately calcified arteriovenous fistula (avf). A 7.0 x 60 mm, 75 cm mustang balloon catheter was advanced to the lesion site for dilation. During inflation at 23 atmospheres, the balloon failed to expand, and a tear in the device was noted. The procedure was completed using a different device. No patient complications were noted as a result of this event.